Event description:
The following information was submitted to us by the complaint coordinator from medline, the distributor of the lma, who was in contact with the device service manager from (B)(6) hospital: "prehospital in the patient's home, infant in cardiac arrest. A paramedic tested an lma and it inflated appropriately. It was inserted according to protocol and within a very short time the lma cuff was found to be leaking upon auscultation and a change in the etco2 waveform. It was immediately removed, and the patient continued to be ventilated without delay or compromise." Additional information from the distributor: the lma was in position for 3 minutes, sp02 was 0. Etco2 was documented at 32mmhg and dropped to 8mmhg. The device was removed. The patient is deceased. Date of death (B)(6) 2024. Autopsy is not available, but the cause of death is believed to be sudden infant death syndrome. It is not believed that the lma contributed to the infant's death. The patient was found in cardiac arrest. Associated to 3009307931-2024-00006.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The actual complaint sample was received. From visual inspection, no abnormality was found. Functional testing was performed and confirmed leakage identified at cuff area. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. An investigation was initiated to further investigate the issue. The investigation is still on-going. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
The following information was submitted to us by the complaint coordinator from medline, the distributor of the lma, who was in contact with the device service manager from (B)(6) hospital: "prehospital in the patient's home, infant in cardiac arrest. A paramedic tested an lma and it inflated appropriately. It was inserted according to protocol and within a very short time the lma cuff was found to be leaking upon auscultation and a change in the etco2 waveform. It was immediately removed, and the patient continued to be ventilated without delay or compromise." Additional information from the distributor: the lma was in position for 3 minutes, sp02 was 0. Etco2 was documented at 32mmhg and dropped to 8mmhg. The device was removed. The patient is deceased. Date of death (B)(6) 2024. Autopsy is not available, but the cause of death is believed to be sudden infant death syndrome. It is not believed that the lma contributed to the infant's death. The patient was found in cardiac arrest. Associated to 3009307931-2024-00006